Event description:
It was reported that, "pt called and reported that since her surgery, one leg is longer than the other (the implant leg is allegedly 2.54 centimeters longer). This is causing her pain in her knees and back and her shoe had to be built up one inch. Dr. Told her that he implanted "the smallest hip he had available". Original pain still persists."

Manufacturer narrative:
Device not returned. No eval will be performed. If device becomes available, a supplemental report will be issued.